Manufacturer narrative:
On an unreported date in 2008, the patient experienced peritonitis. Initial reporter telephone number: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment for the peritonitis were unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, in the same year as onset, the peritonitis was resolved and the patient was recovered. It was unknown if dianeal therapy was ongoing at the time of this reported event. No additional information is available.